Event description:
It was reported that the patient experienced withdrawal symptoms after a refill was missed and the patient's pump almost ran dry. The patient's healthcare provider (hcp), then, refilled the pt's pump on (B)(6)2010, and decreased the medication dosage from 7.0 mg/day to 1.25 mg/day. The pt was to be slowly titrated to a safe therapeutic dose. No further info regarding the pt's pump medication type and concentration was known. The hcp provided (oral) medication to the patient to deal with the withdrawal symptoms. The pt attempted to give a bolus of medication via the pump. It was stated that the MFR rep did not program the pt's monitor (ptm) to provide bolus dosing. No further details, pt symptoms or outcome were provided.

Manufacturer narrative:
Add'l info was requested but not received at time of this report. A f/u report will be filed if add'l info becomes available. (B)(4)